Event description:
This system was returned without documentation. The patient's following physician had no record of this system explant and had not seen the patient since (B)(6) 2014. There are no known complaints against the functionality of this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for approx 16 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.